Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). Due to the condition of the device the cause of damage was unable to be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found fractured sensing cable fractured. .